Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the patient had oozing at the access site. Pressure dressing was applied and bivalirudin was on hold. Additionally, the pump flow became saturated. The patient decompensated and the impella 5.5 was explanted and replaced with extracorporeal membrane oxygenation. Upon explant, there was a thrombus noted on the outside of inflow. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of saturated flow, thrombus, and access site bleeding has been completed. The impella device was not returned for evaluation. Saturated flow: data logs show on last day of support, a small motor current spike and speed deviation with s slight drop in pump flow. 8 hours after first motor current spike, a second larger motor current spike with speed deviation and fully saturated flows. Clinical details noted saturated flows when patient was decompensating prior to pump explant. Additionally, thrombus was present on pump on explant. The cause of the saturated flow was most likely due to biomaterial based on returned data log analysis and clinical details. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Access site bleeding: the cause of the access site bleeding could not be definitively determined as limited clinical details were provided.